Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
As per branch manager, it was reported by the sales rep that the packaged metal head was opened and the device was found to have a gold tint. They put it aside during surgery and used another product. After the surgery, the device was autoclaved and the tint was gone.